Event description:
Procedure type: sigmoid resection. According rptr: a staple to the rptr: a staple line leak was detected during intraoperative leak test resulting in the laparoscopic procedure being converted to an open procedure. Surgeon oversewed the staple line.

Manufacturer narrative:
(B)(4).